Event description:
It was reported that the right ventrivular (rv) lead exhibited high impedance when plugged into the new generator. It was also reported that the rv lead was working fine prior to the procedure and it was suspected that the high voltage "b" (hvb) coil electrode broke/was damaged during device upgrade. Therefore the rv lead was cut, capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.